Manufacturer narrative:
Initial and final (B)(4) - device 1 of 8.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced eight infusion set cannula leakage event. The leakage was in the cannula. The infusion set was in use for 36-48 hours. The insertion site was abdomen.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.